Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that the ar-12990 knee scorpion had the jaw break in half. This issue was discovered during a case with no patient harm.